Manufacturer narrative:
Date of event is unknown. Implant date is an unknown date in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2017, patient underwent an implant procedure. On an unknown date post-operative, the blade cut through the femoral head. On (B)(6) 2018, patient underwent a trochanteric fixation nail advanced (tfna) removal procedure due to the implant failure. During the procedure, one (1) sterile tfna screw 85 mm, and one (1) sterile 11 mm/130 degree ti cannulated tfna 360 mm/right were removed. There was no surgical delay. The procedure was completed successfully with the patient outcome reported as good. Concomitant device(s) reported: proximal femoral nail (part# 04.037.156s, lot# unknown, quantity: 1). This report is for one (1) tfna screw 85 mm - sterile. This is report 1 of 1 for (B)(4).